Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands. It was reported that patient faced several small nodules and also some bruising present. Patient had 2 antibiotics treatment 2 months ago. Patient then had a fiery red hard disc that was very painful, felt warm to the touch and was swollen. After 2 weeks again such a spot on the abdomen and then a course of treatment was prescribed. No further information available.